Event description:
Edwards received notification of a pascal precision ace in tricuspid position where on postoperative day 1, a single leaflet device attachment (slda) was detected. The first implant was positioned anterior-septal with clocking 3-9. Grasp was evaluated by trained and experienced echo using inflow/outflow with x plan and it was agreed to release. The tricuspid regurgitation (tr) changed from torrential to massive. The second implant was positioned anterior-septal with clocking 3-9, close to the first implant. The grasp was evaluated by trained and experienced echo using inflow/outflow with x plan and again it was agreed to release. The tr changed from massive to moderate. Both implants were stable at the end of the procedure with tr reduction from torrential to moderate. During the procedure there were no issues with the device and/or any anatomy/procedural complications. On the following day, the echo physician informed that the second device had slda and the tr was severe. The physician wanted to check if there was a possibility of putting in a third device. As per further information received, after a site's review of the images from tee (transesophageal echo), it was confirmed that both implants are slda. Decision was made not to go for a third device, and there was no further medical plan.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 1 of 2 to account for one of the sldas (since there were a total of 2). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed based on the information provided by the edwards clinical specialist (cs) and the review of the images from tee, which confirmed intraprocedural slda of both pascal ace devices. Per the information provided, during the procedure there were no issues with the device and/or any anatomy/procedural complications. Additionally, both implants were stable at the end of the procedure. Therefore, a definitive root cause to the post-procedural slda is indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.